Event description:
Customer called in originally to report that her pump in style had low suction. Upon receipt of the product and qe evaluation on (B)(6) 2014, a breach in the transformer was observed which is a safety risk.

Manufacturer narrative:
The product was received on (B)(4) /2014 and evaluated on 09/09/2014. Qe and a breach in the transformer housing was discovered. The cause of the breach in the rev n transformer had not been determined at this time and is currently being investigated under (B)(4). Evaluation summary: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not plugged in so the voltage across the dc plug was not measured. Resistance across the dc plug was measured as 0.78 m ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 54.8 ohms, which is normal and indicates that the thermal fuse did not blow.